Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va198yw, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient initially stated they had 20 surgeries related to the interstim system. The patient reviewed all of the surgeries. After the initial implant, the ins battery site was surgically moved from the original place to their right side. The patient stated that the ins battery site was then surgically moved from their right side to their left side. The hcp then moved the ins battery again to their right side and also redid the electrodes. The patient clarified this, stating that they implanted a new lead at this occurrence. The patient then later had a revision to revise the ins pocket due to weight loss. Then the lead was revised because the wires were poking out and hurting them, so the hcp surgically put in a stitch to fix it. The hcp later surgically went in again and took the stitch out. The patient's most recent surgery was when the hcp went in again to fix the wires. The patient said they have had the device turned off for about five months because it was causing them a lot of pain where the battery and wires are. The patient said it's swollen at those locations. Their target symptoms were not being controlled whether the interstim therapy was on or not, noting that there's no change in their bladder frequency regardless of it being on or off. The patient fell about four days ago and had a lot of pain where the electrodes are. The patient was currently in the ER for this. The patient just wanted the system removed at this point. No further complications were reported as a result of this event.